Manufacturer narrative:
There was no additional information provided by the initial reporter with regard to patient details, technique used, or specific treatment parameters. The device was evaluated by a cynosure technician and found the unit to be operable within specification. We are unable to determine a root cause for the patient's injury. Due to the severity of the patient's injury, this is a reportable adverse event.

Event description:
Patient had a severe internal hemorrhage/hematoma on the abdomen - flanks area following a laser procedure.